Event description:
The following has been reported: powers on with service needed / pump problem alarm. A preliminary review identified the following issue: pneumatic valve actuation failure (valve 1). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a valve 1 actuation failure but testing of the pneumatic assembly concluded the failure lied in the air compressor. The air compressor was separated and another test passed. An internal investigation was opened for air compressor failures and will be tracked. No additional damage was identified.